Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in august 2013 the patient presented with continued anginal symptoms.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-06840; 2134265-2013-06855. (B)(4). It was reported that following a percutaneous coronary intervention, in-stent restenosis and angina occurred. In (B)(6) 2010, the subject presented with complaints of chest pain. The subject was diagnosed with stable angina. Cardiac catheterization was performed. Seven days from admission, three taxus liberté stents were previously implanted at different sites namely: ramus: 3 x 20 mm; mid left circumflex (lcx) 2.75 x 32 mm; proximal lcx 3 x 12 mm. Ten days from admission, the index procedure was performed. Target lesion #1 was a de novo lesion located in the proximal lcx with 80% stenosis and was 16 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and direct placement of a 2.50 mm x 20 mm taxus liberté stent, with 0 % residual stenosis. Two days post index procedure the subject was discharged on prasugrel. In (B)(6) 2013, the subject came for follow up visit and was diagnosed with angina. Cardiac catheterization was recommended. Three days post visit the subject was hospitalized. At the time of the event, the subject was not on aspirin and study drug and was on "other antiplatelet medication" prasugrel. It was noted that 75% focal stenosis was located in lcx. The physician treated the lesion with pre-dilatation and direct placement of a 2.75 x 12 mm non-bsc stent, with 0% residual stenosis. At the time of reporting, the outcome of event was recovering/ resolving. One day post hospitalization the subject was discharged.